Manufacturer narrative:
The ventilator was investigated by our field service engineer. Two of the batteries were recommended to be replaced (expire in april 2023) after completing pre-use check. Logs displayed low battery capacity and no battery capacity messages the day before the reported event of the morning on (B)(6) 2023 (information from biomed). The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator was run for an hour with no battery usage. Biomed let it continue to run for another 3 and a half hours without error. The ventilator passed all calibration, functional and safety tests performed. It was then returned and cleared for clinical use. The root cause of the event was most likely low battery capacity, which the ventilator alarmed for the day prior the event.

Event description:
It was reported that the ventilator shutdown. There was no patient harm. Manufacturer's ref #: (B)(4).